Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had a power up test failure 4 on start up. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d8, d9 (device available for eval), g1(contact person ¿ mfg site), g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and found unit x2 jumped 300mmhg up and down without input. Loose or bad connection at x2 jumper connection was the issue resolution for x2 reading instability. Reseated x2 data connection which resolved the issue. Next, the fse found k7 would not energize. Light on driver board lights up and it showed it opened on pneumatic system display but vacuumed doesn't progress to the x2 transducer, so the drive manifold was changed, but this did not resolve the issue. Furthermore, the fse replaced solenoid driver board to resolve the k7 not opening issue, found rear cover console was physically damaged from abuse, and helium fill assembly brass stand was broken off and leaking due to case damage. Po attached for non covered repairs. All functional and safety test performed.